Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention needing an impella 2.5 device for mechanical circulatory support. During impella placement, a perforation of the iliac artery was observed after cannulation was complete. No further information was provided as to treatment or medical intervention. Additional information was provided that noted that the patient expired.